Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine in-clinic follow up. Upon interrogation it was noted that the patient had received inappropriate shock due to over-sensing. Fluoroscopy confirmed that the right ventricular lead had an insulation break near the coil with conductors externalized. The lead was explanted and replaced. The patient was stable.